Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained compounded baclofen [1000 mcg/ml] at a dose of ¿120¿ and dilaudid (hydromorphone) [11.4 mg/ml] at a dose of 1.3 mg/day. It was reported the patient had symptoms of increased spasticity that always involved chills then sweating. There were no known environmental/external/patient factors that might have led or contributed to the issue. The patient had been seen by other doctors to evaluate if there was anything else going on, and it had not been found. A dye study was done in (B)(6) 2016, and it was ruled normal. A dye study was done on (B)(6) 2017 to evaluate the catheter, and it did not seem totally normal. Dye was noted pooling down in the lumbar spine in the cerebrospinal fluid (csf) even before it reached the top of the catheter. The dye was then seen at the tip in what looked like the epidural placement. The patient was sent to a CT scanner after; the representative did not know the results at that time. The issue was not resolved at the time of the report. The representative was contacted by the hcp late evening on 2017-may-29 asking for their presence at the dye study on (B)(6) 2017. Surgical intervention did not occur, nor was it scheduled, but it was planned. The patient status at the time of the report was alive ¿ no injury. The event/difficulty was reported to have occurred on (B)(6) 2017. Medications the patient was taking at the time of the event included oral baclofen and dilaudid. Patient medical history included a demyelinating disease that was similar to amyotrophic lateral sclerosis (als). No further patient complications were reported.